Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a sensor error message upon scanning the adc device. The customer was unable to obtain readings and indicated experiencing seizure (three times) in addition to tremors, loss of balance, confusion, and difficulty speaking. The customer reported being able to self-treat with glucose tablets provided by spouse.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported encountering a sensor error message upon scanning the adc device. The customer was unable to obtain readings and indicated experiencing seizure (three times) in addition to tremors, loss of balance, confusion, and difficulty speaking. The customer reported being able to self-treat with glucose tablets provided by spouse.

Event description:
A customer reported encountering a sensor error message upon scanning the adc device. The customer was unable to obtain readings and indicated experiencing seizure (three times) in addition to tremors, loss of balance, confusion, and difficulty speaking. The customer reported being able to self-treat with glucose tablets provided by spouse.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark at the base of the tail was observed. Sensor was activated with known good reader. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.